Event description:
The device was returned because the pump had constant downstream occlusion. Upon physical inspection, the allegation was confirmed, and a downstream occlusion sensor (dso) was identified, making the file reportable. This event occurred during testing. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
One device was received for investigation. The investigation found a defective downstream occlusion sensor (dso). The dso was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.